Manufacturer narrative:
Product event summary: the flexcath sheath, 4fc12 with lot number 54463, was returned and analyzed. Visual inspection of the sheath showed the device was kinked on the shaft 1.65 inches from the tip. The issue was confirmed through testing. The sheath failed the return product inspection due to the sheath¿s kink. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the sheath kinked while it was maneuvered to perform an angiography. The sheath was replaced with resolution. The case was completed with cryo. No patient complications have been reported as a result of this event.